Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The 70% stenosed, 24mm in length, 3.25mm in diameter, eccentric and de novo target lesion was located in the moderately tortuous bifurcation of the right coronary artery and left anterior descending artery. A 6fr non-bsc guide catheter and a non-bsc guide wire were advanced to the lesion. Predilation was performed using a 2x9mm and 2.5x9mm unspecified balloon catheter. A 3.00x28mm promus element ¿ stent delivery system was selected to treat the lesion. During advancing, resistance was encountered. When the device was pulled back, it was noted that the stent got damaged in the center portion. Final angiogram showed good result. The procedure was completed with a 3x24mm promus element stent. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the tip was visually and microscopically examined and no issues were noted with its profile that could have contributed to the complaint incident. Additionally the tip outer diameter was measured using a digital snap gauge. Stent/balloon profile: the stent was damaged. The strut rows in the center of the stent were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The hypotube was kinked distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The 70% stenosed, 24mm in length, 3.25mm in diameter, eccentric and de novo target lesion was located in the moderately tortuous bifurcation of the right coronary artery and left anterior descending artery. A 6fr non-bsc guide catheter and a non-bsc guide wire were advanced to the lesion. Predilation was performed using a 2x9mm and 2.5x9mm unspecified balloon catheter. A 3.00x28mm promus element ¿ stent delivery system was selected to treat the lesion. During advancing, resistance was encountered. When the device was pulled back, it was noted that the stent got damaged in the center portion. Final angiogram showed good result. The procedure was completed with a 3x24mm promus element stent. No patient complications were reported and the patient¿s status was stable.